Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a knife was blunt and did not cut well. Procedure details, patient involvement and patient impact information is unknown. Additional information has been requested.

Manufacturer narrative:
One opened knife sample was received in a blade protector tray for the report of knife did not cut and the blade was blunt. The sample was visually inspected and was found to be conforming. The sample was then functionally tested for penetration and was also found to be conforming. No lot number was identified with this complaint therefore, lot history and complaint history reviews could not be conducted. The returned sample was found to be conforming therefore, the complaint as described by the customer was not confirmed. No action was taken as the returned knife was manufactured to specifications. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).